Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2023-00869 following the completion of an investigation.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found and was reported in error. Section h codes have been updated. Because of this, the number of reported events has been changed from 4 to 3.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 4 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage or brakes cannot be engaged. There was no patient involvement.